Event description:
It was reported that the patient's x-rays showed that component was loose. No procedure, delay or additional injuries reported. Back up available.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and this case reports that the patient presented with pain and instability. The date of onset of these issues is unknown. The one undated x-ray photo confirms the loosening of the femoral component. No revision procedure has been reported, however. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported component loosening cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.